Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that in (B)(6) 2016 a patient was at the clinic with withdrawal symptoms and an active motor stall. It was noted that the patient was unable to utilize her personal therapy manager (ptm) because of the stall. It was unknown if the pump was audibly alarming and the logs had not been checked yet. The patient had an MRI approximately 1 week ago and at that time a rep confirmed the stall recovered post MRI. The change in symptoms was noted to be sudden. The withdrawal symptoms were noted to have occurred over the weekend. It was later reported that the pump was being replaced on (B)(6) 2016 and 0.3 ml was programmed via a back table prime. Additional information has been requested regarding the type of drug, including dose and concentration; other medications; the patient's medical history; troubleshooting and diagnostics done; and the cause of the stall, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was fentanyl. It was reported that she had severe pain as a result of the pump not working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. It was reported that the patient¿s pump had an issue that resulted in them needing to replace the pump since it was near end of service (eos).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The date of the event was reported as being (B)(6) 2016. It was stated that the pump got clogged and had to be replaced on (B)(6) 2016. The pump was noted as previously administering fentanyl of unknown concentration at an unknown dose and the current dose rate of fentanyl (concentration unknown) was 1.0003 mg/bolus / 3.994 mg/day.